Manufacturer narrative:
The investigations have shown that the complained screw measures 28mm. Based on these findings, the complaint condition is likely the result of an isolated case of the laser printing process. All of the affected screws bearing this lot number have been sold with no complaints associated with this combination of article and lot number. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was received, the investigation is ongoing.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during an inventory release on (B)(6) 2012, hospital found the cancellous screw with length 30mm, which does not correspond to the described code, because the physical length is 28mm. It has never been implanted in any patient. The screw was not in the original package.